Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an open wound behind the ear. The recipient is presenting with pain. The recipient ceased device use. The recipient is being treated 3x/week and on antibiotics 2x/day. The recipient was advised to wear an off the ear option.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. Due diligence attempts to obtain additional details regarding the recipient's status were unsuccessful. Additional information regarding the recipient's status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.